Event description:
It was reported, that unspecified sensor error occurred. The sensor was inserted into the arm, which is off-label use of the device on (B)(6) 2023. Data was evaluated and the allegation was confirmed, as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss, due to the transmitter and app were not being able to establish a connection. The reported event of unspecified sensor error occurred is reportable, based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 device code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.